Event description:
This pt was undergoing a laparoscopic jejunostomy. Three (3) 5mm ethicon endosurgery trocars and sheaths were inserted into the pt's abdomen. A small circular piece of flexible material was retrieved from the pt's abdomen. A small circular piece of flexible material was retrieved from the pt's abdomen. It appears to be a piece of the flexible flapper valve. There was no injury to the pt.